Event description:
It was reported that a patient death occurred on the initial report date at approximately 4:00am. At approximately the same time, the patient¿s family heard an alarm. The alarm was noted to be different from the tube feeding alarm and was unfamiliar to the patient¿s family. At the time of this report, the pump had been removed from the patient for approximately one hour. At this time, fluid output could be seen and no sounds were coming from the pump other than ticking. It was noted that the pump was due to be refilled in the month following this report. Intrathecal baclofen withdrawal and overdose was discussed. The patient had no history of pump issues and had not been seen by his managing healthcare provider (hcp) recently. The cause of the patient death was unknown and was still being investigated, but preliminary information suggested that the device and therapy were not related. The final cause of death would take approximately 6 weeks to be determined. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).